Event description:
The manufacturer received information alleging the ventilator was alarming and had an issue with oxygen flow. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.